Event description:
The patient reported that she activated the pod on her thigh on (B)(6) 2012. When she removed it, there was an infection on her thigh. She went to her endocrinologist and was treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs, cautions "if an infusion site shows signs of infection, immediately remove the pod and apply a new one at a different site. Contact your healthcare provider, and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."